Event description:
It was reported that a spectrum pump had failed the downstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem was unable to be reproduced through troubleshooting of the device. A review of the event history log revealed multiple "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the downstream tubing guide depth was below specification. The downstream tubing guide was adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.